Event description:
It was reported that there was high atrial impedance warning on the atrial lead and some oversensing on the ventricular channel. It was also reported there was is a gradual decrease in impedance value on both atrial and ventricular lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. Ventricular impedance gradually decreasing from bipolar max of approximately 500 ohms to 360 ohms throughout the record.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 5086mri52 implantable pacing lead implanted: (B)(6) 2011. (B)(4).